Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a broken force sensor detected during seating or regular delivery alarm. The customer¿s blood glucose level was 7 mmol/l at the time of incident. The customer turned off the insulin pump and turned it on again but the alarm recurred. The customer was unable to clear the alarm. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be. Unable to perform functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error